Event description:
The spouse tried to arouse the patient and was unable to do so. The spouse then performed a blood glucose test on the patient using the suspect device. The result was 123 mg/dl. The spouse then took the patient to the ER. Their blood glucose at the ER was 37 mg/dl. Patient was treated for hypoglycemia. Level 1 glucose control was run on the system and the control was out of range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.